Event description:
This spontaneous case was reported from a lay press and describes the occurrence of pelvic pain ("pain") in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required). The patients were treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: around ten women have had surgery to remove their implants due to mainly pain. But it is unclear how many women that experience side effects. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.